Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 548 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 394 mg/dl. Customer blood glucose reading at the time of the incident was 548 mg/dl. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with manual injection and insulin pump. Customer stated high blood glucose reading started on (B)(6)2017. Infusion set was changed on (B)(6)2017. Customer reported site is changed every 2-3 days and cannula was not bent. Customer did not mention drive support condition. Customer removed and changed the set. Customer stated there were no leaks or air bubbles. Customer did not mention if they check insulin pump setting. Customer did not perform high pressure test. Products will not be returning for analysis.